Event description:
It was reported that there were out-of-range pacing lead impedances, values greater than 3000 ohms, with this right ventricular (rv) lead of the implantable cardioverter defibrillator (ICD) system. It was noted that there was a spring contact issue. At recent interrogation in clinic it was found that the rv threshold had increased to 5v. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report mw5120098.